Manufacturer narrative:
The tech found the base cover was out of position and pressing on the foot down pedal. The tech reattached the base cover to repair the stretcher.

Event description:
Info rec'd indicates the foot hi/low function is drifting down over a few hours.